Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing fse confirmed that sbc cannot boot up. As a resolution the fse reinserted the sbc board. Later the issue reoccurred and fse determine hard disk of host pc was defective. As a resolution fse replace the hard disk and reinstall the whole system. Then redo generator and detector adjustments. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.